Event description:
It was reported that during a percutaneous coronary intervention, a stent was stuck at the lesion. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous right coronary artery (rca). A 3.50x38mm promus element plus stent delivery system (sds) was selected to treat the lesion. During withdrawal, this device was stuck at the distal part to the proximal part of the rca and it could not be removed. Therefore, it was implanted at the distal part of the lesion and completed the procedure by implanting another promus element plus stent at the proximal part of rca overlapping the previously implanted stent. No complications were noted and patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, a stent was stuck at the lesion. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous right coronary artery (rca). A 3.50x38mm promus element plus stent delivery system (sds) was selected to treat the lesion. During withdrawal, this device was stuck at the distal part to the proximal part of the rca and it could not be removed. Therefore, it was implanted at the distal part of the lesion and completed the procedure by implanting another promus element plus stent at the proximal part of rca overlapping the previously implanted stent. No complications were noted and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the catheter was returned without stent. A visual and microscopic examination found that the stent was detached from the balloon. The balloon was partially inflated. The hypotube was kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).